Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system had a lead safety switch (lss) on the non-boston scientific right ventricular (rv) lead due to low out-of-range pace impedance of less than 200 ohms. Once in the unipolar configuration, the rv lead exhibited noise and oversensing. Additionally, it was reported that the patient was experiencing muscle stimulation from the rv lead. The pacemaker was reprogrammed to pace and sense in the atrium only. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the thresholds on the non-boston scientific right ventricular (rv) lead of this pacemaker system had increased significantly and the patent could feel the ventricular pacing the device had been reprogrammed to pace and sense in the atrium only and the patient seemed to have good conduction. However, there were some ventricular sensed events in the 30-50 bpm range which is below the lower rate limit. This was likely due to lack of conduction during these episodes. This product remains in service. No adverse patient effects were reported.